Manufacturer narrative:
H3: could not verify 'software problem (error message).' Unit presented with a boot-up failure due to a defective ssd. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16, img g02030 codes are not applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2127726/224756183 UDI#: (B)(6), mfg. Date: 07-20-2022 h3: could not verify 'software problem (error message).' Unit presented software v.1.6.4. Fully charged batteries, and a missing/broken outer shroud stuck to the cable connector. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16, img g02005 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during inspire procedure that the monitor would work when stim was used but would not continuously monitor. During a case the error message - out of measurement, popped up and would not go away. Troubleshooting during the procedure went as follows. Connections were checked, hard wire cord was attempted but would not work, rep was called for suggestions were to make sure cautery active electrode wire was in the clip correctly this was checked and everything was correct. The message came up before the cautery was used. The procedure was completed using only the stim when needed. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial (B)(6), ubd: (B)(4), mfg. Date: 07-20-2022 h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: g02005 codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.